Manufacturer narrative:
D9 - date returned to mfg: 11/18/2025. One device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was a due for remediation. As part of an ongoing field correction initiative, the return tube and membrane switch were proactively replaced. Both thermistors were tested and re-positioned, the pcb was re-calibrated

Event description:
It was reported that the device emitted continuous alarm alerts during patient use.

Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.